Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p619 test kit (ref 411944, lot 4991099103). Positive cefoxitin screen results were obtained during initial and repeat testing. The customer's strain was submitted for investigation and the identification was confirmed to be staphylococcus aureus with the vitek® 2 gp ID test kit. Alternative methods: pcr meca/mecc = negative. Cefoxitin disk diffusion: d =25 mm (susceptible). Reference methods: oxacillin agar dilution: ox mic = 1 mg/l (susceptible). Cefoxitin broth microdilution: mic = 8 mg/l (resistant). The strain was tested with the vitek® 2 ast-p619 test kit from the customer's lot (4991099103, called cl) and a random lot (called rl). Positive oxsf test results and ¿modification of pbp¿ phenotypes were obtained on the two lots tested. Ox mic = 1 mg/l (susceptible) were obtained on the cl and ox mic = 0.5 mg/l (susceptible) on the rl. These ox values are within essential agreement compared to the reference ad mic (1 mg/l) without any category error. The oxacillin is corrected to r by the aes. This correction is due to the positive oxsf test results and the ¿modification of pbp¿ phenotype. Conclusion: the customer positive oxsf tests on ast-p619 card are reproduced in-house. The strain is suspected to be a borsa (borderline oxacillin resistant s. Aureus), and will be added to the r&d stock collection. Ast-p619 lot 4991099103 met final qc release criteria. This lot passed qc performance testing.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p619 test kit (ref 411944, lot 4991099103). Positive cefoxitin screen results were obtained during initial and repeat testing. Initial testing was performed under conditions not recommended in the instructions for use (off-label use). Repeat testing with the vitek® 2 ast-p619 test kit cards was performed under recommended conditions and still obtained false positive cefoxitin screen results. Alternative test results: pbp2a = neg. Meca = neg. Mecc = neg. Disk diffusion cefoxitin (fox) = 26 mm. The customer reported that the false positive results led to a delay of >24 hours in reporting results to the physician, but did not lead to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.